Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up due to paroxysmal atrial fibrillation and shortness of breath. During device interrogation it was noted that the patient had received inappropriate hv therapy for atrial fibrillation with rapid ventricular response and for atrial flutter diagnosed as vf. The patient was admitted into hospital for monitoring and medication. Patient was in no apparent distress.